Manufacturer narrative:
(B)(4). The customer reported multiple symptoms resulting from a failed operational check. The device was evaluated at philips. A critical hardware failure was found in the device log relating to the therapy pca, supporting that a malfunction occurred. The therapy pca was replaced to resolved the issue. There were no additional problems found with the device. The device passed all testing and was shipped back to the customer.

Event description:
The customer reported multiple symptoms resulting from a failed operational check.